Manufacturer narrative:
The device was returned to olympus for inspection. The investigation findings did not lead to a clear conclusion for the event; therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, due to clogging of the balloon water tube, foreign objects came out of the distal end of the bronchofibervideoscope. There was no patient involvement.